Manufacturer narrative:
The lead was subsequently explanted and replaced. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms and non-capture on the left ventricular (lv) channel. Additionally, there was farfield sensing on the right ventricular (rv) channel which resulted in pacing inhibition when the bi-ventricular trigger was programmed off. Therefore, the bi-ventricular trigger was programmed back on. The patient had not been seen in the past year. No adverse patient effects were reported.